Manufacturer narrative:
Device lot number and UDI number are unavailable. No parts have been returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a sacroiliac and thoracolumbar procedure. It was originally reported that the open spine clamp nut was starting to strip off. The instrument could still be used. It was noted that this was found during the case. There was no surgical delay, and there was no impact on patient outcome. It was later reported that upon further inspection, it actually appeared that the screw driver was worn down, not the screw on the open spine clamp. The reported issue was with the driver.